Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Serial number = na.

Event description:
It was reported that during a gastric bypass procedure, the device cut but did not staple. Completed with the same like product. There was no patient consequence.